Event description:
A site representative reported that, while in a procedure, the navigation system emitter worked intermittently. It was alleged that during the case, tracking would go away and all the instruments would go red, then immediately go back. In trouble-shooting, a second emitter was brought in to continue the procedure. Issue was resolved. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was not made available from the site. On 07/21/2015, a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Emitter tracking intermittently. The medtronic representative replaced emitter. System now functioning properly. System performing as intended. Issue resolved. Return requested. Replacement mobile field generator shipped to site. Medtronic investigation of returned suspect mobile field generator confirmed the field generator was causing intermittent tracking. When attempting to complete the pegboard test the frame shows green status in position 1. In position 2 the frame shows red status with an error of 1.7. Unable to complete the pegboard test.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Patient information provided. A medtronic representative reported that the type of procedure was a functional endoscopic sinus surgery (fess). There was no delay. It was working intermittently so they continued to use the emitter and then switched to a different emitter when they had a moment that the surgeon was not using navigating. Due to the design of the navigation system, the emitter switch out was quick and had no effect on the surgery. Correction: "in position 2 the frame shows red status with a "poor signal" error. The tab shows an error of 1.9." Additional information: the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.